Event description:
It was reported that ra impedance dropped to <200 ohms. The lead was disconnected and then reconnected to the pacemaker.

Manufacturer narrative:
The manufacturing process for the lead was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. In particular, the final acceptance tests proved the devices functions to be as specified. The returned device data and provided information were thoroughly inspected and evaluated. Upon inspection the clinical observation was confirmed; pacing impedance values <200 ohms were measured in the ra channel. The fluoroscopic images received with this complaint, showing the placement of the system after the implantation as well as after the re-intervention, were inspected. Despite a kink of the lead in the ligature region, no peculiarities were detected. Based on all information available for analysis, the root cause of the clinical observation is not determinable. However, considering the information that, since the re-intervention procedure all values returned to normal, there is no indication of an ICD malfunction. Instead, the integrity of the ra lead cannot be assured. Should additional relevant information or the lead itself become available, this report will be updated.